Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: thoracic spondylosis, stenosis and myelopathy. Lumbar spondylosis, stenosis and myelopathy. Thoracic laminectomy syndrome status post fusion of t10-t11 with dense dural scar tissue. Procedure: revision of prior thoracic laminectomy at the t10-t11 level. New laminectomies of t12 and l1. New medial facetectomies and foraminotomies at t10-t11, t11-t12, and t12- l1. Inspection of fusion at t10-t11. Arthrodesis from t10 through l1 using local autograft, allograft and bone morphogenic protein. Resection of dense dural adhesions at t10-t11 from prior surgery. As per-op notes: ".. A layer of bone morphogenic protein and then locally harvested autograft, which was mixed with allograft, was placed in the lateral recesses bilaterally.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.